Event description:
It was reported that a MitraClip procedure was performed on (b)(6) 2026 to treat mixed mitral regurgitation (MR) with a grade of 4 on a patient with a pre-existing flail. A MitraClip XT (51002R1004) and a MitraClip XT (51002R1049) were implanted. However, it was noted that difficulties positioning the devices occurred due to an aortic hugger. The procedure was completed with two clips implanted, reducing MR to a grade of 2-3.On (b)(6) 2026, an echocardiogram was performed and revealed that the MR increased to a grade of 4. It was noted that both previously implanted clips were attached and stable on both leaflets. A second MitraClip procedure was performed, reducing MR to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.